Event description:
The patient was admitted to the hospital due to shaking, which was unrelated to the patient's pacemaker. Loss of capture was seen at 7.5 v, 1.0 ms in unipolar. Capture was observed in bipolar. Loss of bipolar sensing was noted but sensing was present in both the unipolar tip and unipolar ring configurations. Bipolar lead impedance was 363 ohms, unipolar was 261 ohms. No immediate plans were made for the device as the patient was not pacemaker dependent.